Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had low impedances and high thresholds. The lead was capped and replaced. It was also reported that, prior to being capped, there was a ventricular high rate episode showing noise on the lead. The lead also had high unipolar impedance. No patient complications have been reported as a result of this event.